Event description:
It was reported that the lead exhibited noise. Low atrial lead impedance and poor sensing were also noted. Isometric and positional testing did not reproduce the noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.